Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: high-value payment systems board was defective.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely component failure of the circuit between the motherboard and high-voltage board led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the generator exhibited error code e433 when powered on, then restarted automatically. The issue occurred duirng inspection for use. There were no reports of patient harm.